Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient was implanted in (B)(6) 2015. After activation there was access to sound and improved vocalizations. In (B)(6) parent reported that the patient stopped responding to sound and initially thought it was a problem with the audio processor. Parent reports that the patient often falls over while playing with his older brother.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
Patient was implanted in (B)(6) 2015. After activation, there was access to sound and improved vocalizations. In early december parent reported that the patient stopped responding to sound and initially thought it was a problem with the audio processor. Parent reports that the patient often falls over while playing with his older brother. The patient is to be re-implanted but no date has been scheduled at this time.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device has been explanted, but has not been received for investigation yet.

Event description:
Patient was implanted in (B)(6) 2015. After activation there was access to sound and improved vocalizations. In early (B)(6) parent reported that the patient stopped responding to sound and initially thought it was a problem with the audio processor. Parent reports that the patient often falls over while playing with his older brother. The patient was re-implanted, but despite requests the device has not been received for investigation.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Patient was implanted in (B)(6) 2015. After activation there was access to sound and improved vocalizations. In early (B)(6), parent reported that the patient stopped responding to sound and initially thought it was a problem with the audio processor. Parent reports that the patient often falls over while playing with his older brother. The patient was re-implanted.